Event description:
Additional information received indicated that the affected side was the left side. Femoral component was not removed or revised.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Compass case (B)(4) report: it was reported that the patient presented with an infected total knee. The surgeon removed poly and washed the knee out and replaced with new poly the same size as removed. It was also indicated that there was loosening of the patella at the implant to cement interface. Cement manufacturer is unknown. The patella was removed but not replaced. Doi: unknown, dor: (B)(6) 2021, affected side: right knee.